Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported as of a few days ago they were no longer feeling stimulation. It was noted the consumer never turned stimulation off or changed anything so they threw the patient programmer (pp) away. During the call the consumer was trying to use a recharger from their previous implantable neurostimulator (ins) to turn stimulation on, but it was reviewed with the consumer this wouldn't work as the software wasn't compatible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.